Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.57 volts and was at middle of life 2 (mol2). It was later reported that the charge time was 8.2 seconds. The monitoring voltage was dropping faster than expected. A boston scientific technical services consultant discussed performing a memory dump for engineering analysis. The patient returned for the memory dump and a disk was sent in for analysis. The device memory was analyzed and revealed that this device's battery was depleting prematurely. New information was received that the device's monitroing voltage decreased from 2.53 volts to 2.31 volts in one month. Technical services recommended immediate device replacement.